Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was 261-262 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed is reflective of the time zone of the country of the event.